Manufacturer narrative:
Although, the device has been returned to the manufacturer for evaluation, a device evaluation has not yet been performed. Therefore, a failure analysis is not available at this time. Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by distributor, their customer reported noting foreign matter within the barrel of a 10cc syringe, during priming of the device for a cardiac procedure. There was no injection of foreign matter or patient injury. The syringe will be returned for evaluation.